Event description:
It was reported that a device alarmed for a system error 322. There was no pt involvement reported.

Manufacturer narrative:
(B)(4). The involved device is still being evaluated by baxter. A supplemental will be submitted once the evaluation is complete.